Event description:
Lens was loaded but would not advance, made contact with patient but removed and new lens reloaded and used. Manufacturer response for intraocular lens, tecnis iol (per site reporter). Pending.